Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer's parent reported via phone call indicating that their insulin pump kept shutting off without a warning. The caller stated that they used different batteries but the issue was not resolved. The customer's blood glucose level was unknown at the time of the incident. The customer was not present at the time of the call to troubleshooting. The product did not return for analysis.